Event description:
An initial event notification was received by (B)(6) on 01-jun-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported that they changed their twiist cassette at approximately 05:30 on (B)(6) 2026, following which they noticed their glucose began to rise. The user administered a manual insulin injection and went back to sleep. At approximately 08:30 the user awoke with a glucose value of 189 mg/dl. By noon time their glucose was 350 mg/dl and they experienced dizziness. The user changed their cleo 90 infusion site; however, their glucose continued to rise into the 400s mg/dl. The user attempted to bolus via the twiist pump, but no change was observed in glucose values. The user subsequently administered another manual insulin injection and performed a full supply change (twiist cassette, cleo 90 infusion set tubing and infusion site). During the night, the user awoke with a blood glucose of 438 mg/dl and subsequently performed an additional full supply change. The user denied any damage/issues with their infusion site, cannula, or tubing. The user further reported that they smelled insulin after delivering a correction bolus; however, no leaking from the tubing or infusion site was observed. The user further denied changes to their diet, medication or lifestyle. The user confirmed that they received a high glucose alert from their system and their hyperglycemia ultimately resolved after performing an additional full supply change. The user remains ongoing on their twiist pump.

Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported event cannot be determined. Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. The current version of the twiist aid system user guide provides information regarding system alarms and the recommended actions associated with them, as well as potential causes of hyperglycemia and ways to prevent it. Users are also instructed to have a backup insulin therapy available at all times. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.